Event description:
It was reported that it was unable to pace during use. There were no patient complications reported.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital due to infection. Without the return of the product the customer report of pacing difficulty could not be confirmed. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. It is not known if any clinical factors may have contributed to the event. No actions will be taken at this time.